Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of over 500 mg/dl with a trace/small ketone level. The customer went to the emergency room and was treated with fluids. After 3-4 hours the customer went home and delivered 10 units of insulin via injections in combination of using the pump to lower the bg level.